Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer's blood glucose level was unknown. The customer will return insulin pump for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within spec and passed the unexpected restart error test and displacement test. Pump passed self test. Pump passed off no power test. No unexpected failed battery alarm anomalies noted. No unexpected weak battery alarm anomalies noted. No unexpected battery power loss anomalies noted.